Event description:
It was reported that the user experienced sustained high glucose readings while setting up and using the ilet with a dexcom g7 after being off the pump, received an alert 38, and did not revert to alternative therapy after shutdown or interruption; the event was associated with improper or incorrect procedure or method, and no specific device component was implicated. Symptoms included hyperglycemia, possibly reaching 500 mg/dl though could not be confirmed with a glucometer, accompanied by fatigue and blurred vision. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.